Event description:
It was reported that patient presented to clinic for generator change on (B)(6) 2025. During the procedure, the left ventricle (lv) lead exhibited high threshold in separate two lv veins. The physician then entered left bundle branch position and struggled to get the lv lead into a position for good left bundle capture. The lv was not used, and a new lead was finally implanted at left bundle branch with good capture. Additionally, during the implantation of a new right ventricle (rv) lead, the rv lead exhibited poor capture. Subsequently, the rv lead was not used. The patient was stable throughout procedure.